Manufacturer narrative:
Qn#: (B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination of the dilator revealed the distal tip was frayed and split. The tip also contained white coloration, which indicates undue force caused or contributed to this event. The total length of the returned dilator measured to be 102 mm which is within specifications of 95.2- 108 mm per product drawing. The outer diameter of the dilator measured to be 2.85 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage. A lab inventory guide wire was able to pass through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to enlarge the puncture site with scalpel prior to dilating skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is consistent with undue force being applied to the dilator tip. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the tip of dilator is damaged.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the tip of dilator is damaged.